Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device passed all functional testing and was determined to meet all product specifications related to the reported event "delivered at a faster rate than programmed during delivery. It was infusing at 300 ml and after 5 min, it jumped to 600 ml¿s during delivery¿ which were not reproduced. A review of the event history log verified the occurrence of the rate change and revealed that on the customer reported occurrence date, (B)(6) 2017, an infusion at a rate of 300 ml/hr was programmed and started at 00:25 gmt(greenwich mean time). The programming was then cleared and a new rate of 600 ml/hr was programmed, followed by a soft limit warning, which was confirmed by the user, and the infusion was started at 12:39 gmt. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error. The infusion parameters were changed during the therapy, which led to an increase in delivery rate. Use errors and proper user instructions are addressed in ¿baxter operator's manual, sigma spectrum infusion pump with master drug library 35700bax2 version 8.00¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review was completed and revealed no findings that could have directly contributed to the current complaint. Additionally, the review of the shr did not reveal any evidence of nonconforming product the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a faster rate than programmed during delivery (medication unknown). It was infusing at 300 ml and after 5 min, it jumped to 600 ml¿s during delivery in the general patient ward. After 30 minutes bag was empty. There was no patient injury or medical intervention associated with this event. No additional information is available.